Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was unable to boot. Review of the logfiles shows software issues. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system did not start and repeatedly turned off and on. To resolve the issue, the fse reinstalled the software and restored the backup from an old regular inspection. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.